Manufacturer narrative:
The customer's instrument was returned for further inspection and repair. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available between april - june 2021. Consignees have been notified. (B)(4).

Manufacturer narrative:
The customer alleged two false positive scfa patient results for sars-cov2 on liat analyzer. The first positive patient sample was retested on the same instrument and generated a negative result. The other patient sample was not tested again on the same instrument but is assumed to be discrepant. Investigation is ongoing. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleges two false positive scfa patient results on liat analyzer (B)(4). Patient sample 1 originally generated negative for flu a and b but positive for sars-cov2. The sample was then retested on the same instrument and generated negative results. Patient sample 2 originally generated negative for flu a and b but positive for sars-cov2. However, it was not retested again on sn(B)(4). Both samples were released and no harm is alleged. Accordingly, two mdrs will be filed, one for each patient sample, per FDA guidance. The customer's protocol indicates to collect two nasopharyngeal samples (nps) from a single patient. After 1 nps was tested positive on liat, the customer would send both nps (tested and not tested) to their pathology lab and health authorities reference lab for confirmatory testing. Both institutions reported negative results for the same scfa samples. Samples were collected using copan utm 305c tubes in the same room as the analyzer and were then transferred in a negative pressure room before loading onto analyzer. Investigation is still ongoing.